Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is likely that the air leakage occurred due to electro-pneumatic proportional valve malfunction it is likely that the insufficient air flow occurred due to pressure reducing valve malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited air leakage at electro-pneumatic proportional valve and insufficient air flow from pressure reducing valve. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information in h4.